Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during delivery, the stent came off the balloon and was found between the guide extension catheter and the valve. The device was removed and the procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.